Event description:
Please refer to initial MFR. Report #9611500-2019-00177.

Manufacturer narrative:
A dispatched service technician could trace the problem back to a malfunction of the power supply and replaced it. The device passed all consecutive tests and is back in use. An in-depth analysis of the replaced power supply was not performed in reflection of the fact that it was in use with the workstation for 17 years now. The log file evaluation revealed that the internal batteries were already used up at the time of event. When the power supply malfunction occurred only a residual capacity for 3 minutes run-time was left before the machine shut down. Dräger finally concludes that lack of maintenance in combination with the malfunction of an electronic subsystem has led to the stop of ventilation during the particular procedure. A loss of ac power would produce the same effect with a depleted or aged internal battery. Due to the very low residual capacity the alarms that are triggered when the battery underruns 20% and 10% were not posted in this case. The total power loss is being alarmed by a buzzer which is powered by an independent power source (gold cap capacitor). Manual ventilation with the built-in breathing bag remains possible. The self diagnosis of the workstation during the daily power-on self-test detects if a battery needs replacement - a respective message is being displayed in the test result. The actual battery charge status can be observed from the device display continuously. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up/final report.

Event description:
It was reported that - towards the end of the surgical procedure - the device posted a power failure alarm and shut down the automatic ventilation. There was no detail in the report which would suggest that any consequences to the patient have occurred.